Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The actual lead was not received for evaluation. Performance data collected from the device was analyzed. The weekly pace impedance trend data showed no impedance measurements for the weeks of (B)(6) 2012, (B)(6) 2012 and (B)(6) 2012.

Event description:
It was reported that the atrial lead did not capture and was undersensing. It was further reported the left ventricular lead was not capturing. Both leads were reprogrammed and remain in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.